Event description:
It was reported that the ventilator had an error code indicating 35 volt failed. There was no patient involvement. The service provider (sp) inspected the device and confirmed the reported issue. The repair of the device is pending.

Manufacturer narrative:
The service provider replaced the motor controller (mc) board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A power management (pm) board was returned for analysis. Visual inspection of the power management (pm) board revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
A motor controller (mc) board was returned for analysis. Visual inspection of the motor controller (mc) board revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to an out-of-specification component in the mc board.